Manufacturer narrative:
Device evaluation: the device has not been returned for evaluation. A f/u report will be submitted when the evaluation has been completed.

Event description:
The user reported that the pressure infusion bag failed to maintain pressure. The device failure was discovered during product testing and the device was not used on a patient.